Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 3 months after implant of the crt-d, 4 years after implant of the left ventricular (lv) lead, 5 years after implant of the right atrial (ra) lead, and 16 year after implant of the right ventricular (rv) lead.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was received more than one year post explant. The device had no telemetry or output and this is probably the result of the leads attached to the device and detections were programmed on. No further analysis was performed and no conclusive analysis can be made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant products: 6934s65 lead implanted: (B)(6)1996; 407652 lead, implanted: (B)(6) 2007. (B)(4).